Event description:
As reported, at the end of a successful tf tavr case, the perclose closure device failed, prompting a surgical cutdown on the right-sided access vessel. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).